Event description:
Patient reported obtaining a blood glucose result of >400 mg/dl, while using the suspect device. Based on the elevated result, patient reportedly delivered 60 units of 70/30 insulin. Patient noted that 25 minutes later, she began feeling dizzy and experienced visual disturbances. Shortly thereafter, patient reportedly lost her balance, fell, and became unresponsive. Patient stated that a friend phoned emergency medical services, on her behalf, and upon their arrival, patient's blood glucose reportedly measured 42 mg/dl or 62 mg/dl (on paramedics' blood glucose monitor). Patient was transported to the emergency room where she was given a saline IV and an injection (contents not provided) to elevate her blood glucose. Patient's current condition: "feeling poor, very tired." Patient noted that quality control testing had been performed on the device and the results fell outside of the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.